Manufacturer narrative:
E1: initial reporter address:(B)(6). E1: initial reporter phone no.: (b)6). The device was received for evaluation. During evaluation, the device had a system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The ultrasonic sensor will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.